Manufacturer narrative:
Correction: omit (2)mz1000-07 on initial report. Only unused product was returned for investigation by the customer. The customer¿s report of splashing occurring when disconnecting from maxzero valves was neither confirmed nor replicated. Each of the 4 customer-provided maxzero valves was functioning effectively throughout investigational testing, and no leaks or splashing occurred at any time. The root cause of the reported failure was not determined.

Manufacturer narrative:
The affected concomitant product was received on (B)(6) 2017 and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a general complaint that the maxzero product is splashing the substance that is intended to be administered. There was no patient harm.